Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sub total gastrectomy procedure, on the first firing of the device, when the surgeon clamped the tissue, they could not fire the device. They then used another reload to resolve the issue in order to complete the case. There was no patient injury.